Manufacturer narrative:
(B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery of a patella was performed on (B)(6), 2015. The original surgery took place on (B)(6), 2015 when a patella fracture was fixed with two (2) 4.0mm cannulated screws. The patient reportedly experienced either fixation failure or re-fracture. Revision surgery consisted of removal two (2) intact 4.0mm cannulated screws and surgeon utilized a tension band 18 gauge wire. The procedure was completed successfully and without delay. This is report 2 of 2 for (B)(4).